Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #02 MFR report:3005168196-2019-00602. Section a. Box 1. Patient identifier; section a. Box 2. Date of birth, age at time of event, age unit; section a. Box 3. Sex. This report is associated with MFR report number: 3005168196-2019-00603.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first evaluated ruby coil revealed that the pusher assembly was kinked. If the device is forcefully retracted out of its packaging hoop at extreme angles, damage such as a kink may occur. Evaluation of the second evaluated ruby coil revealed that the embolization coil was detached from its pusher assembly and the pull wire was retracted from the distal detachment tip (ddt). If the pull wire is retracted out of the ddt, the embolization coil will likely detach from its pusher assembly. Further evaluation revealed the pet lock was deformed. The pet lock was adhered to the pull tube but was not adhered to the pusher hypotube. The root cause of this deformation could not be determined. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00603.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00603.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During preparation for the procedure, the hospital staff noticed the pusher assembly of a ruby coil was bent upon removal from its packaging hoop. The damage to the ruby coil was noticed prior to use and, therefore, it was not used in the procedure. During the procedure, the physician successfully placed multiple ruby coils using a non-penumbra microcatheter. The physician then felt resistance while advancing another ruby coil out of the tip of the microcatheter and into the patient's hepatic artery; and consequently, the ruby coil unintentionally detached. Therefore, the physician used a snare device to remove the detached coil, and the procedure ended at this point. There was no report of an adverse effect to the patient.